Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump also received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 176 mg/dl. The customer stated that the screen is smashed. Customer stated that he fell and the pump hit the ground. The customer's mother stated the screen is all blue and you can't really read the writing in the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.